Manufacturer narrative:
(B)(4)

Event description:
Procedure type: lung resection. According to the reporter: the instrument jammed before firing, new ta was used to complete the case. There was no tissue damage, no additional bleeding, and the operating room time was not extended over 30 minutes. No patient injury was reported.